Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the damage found was sustained during the surgical procedure.

Event description:
It was reported that the patient received several inappropriate therapies. It was noted that the r-waves had decreased and thresholds had increased. At explant it was observed that the lead had dislodged. The lead was explanted.